Manufacturer narrative:
After the submission of the initial report and further analysis of the logs, a ge service representative replaced the anesthesia control board and installed new software. The device passed all tests and was returned to service.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. A review of the logs confirm an acb reset, but cannot duplicate the complaint and the machine functions within manufacturing specifications. The unit was returned to service with no parts replaced. No report of patient involvement.

Event description:
The hospital reported that, during preoperative testing, the unit had an anesthesia control board reset error. There was no report of patient involvement.